Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have not been able to charge their implant for like a year and a half and their stimulator hasn't connected. Patient stated when they connect the recharger to the implant it doesn't find it and when they put the controller on to move it around and stuff it doesn't do anything. Patient reported they now need a knee MRI and were at the facility who stated they needed the device in MRI mode. The patient was redirected to their healthcare provider to further address the issue. Pt called back stating they were going to get an MRI of their knee but they could not enter MRI mode for they last charged it a year ago since they had issues charging the ins.